Manufacturer narrative:
(B)(4). Only event year is known: 2020. Additional information was requested, and the following was received: what was the date of implant? (B)(6) 2017. What was the date of the imaging which showed the discontinuous linx? (B)(6) 2020. What is the device lot number? Unknown at this time was the device initially effective in controlling reflux? Yes, and continues to be effective. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No symptoms=no events. Did the patient undergo an MRI since device implant? Unknown at this time did the patient have any other surgeries in the area? Unknown at this time was any additional imaging performed since device implant? Unknown at this time does the device appear to be in a continuous annular state in these images? Unknown at this time we are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Unknown at this time what is the management plan? Is device removal scheduled? The device is scheduled to be removed and replaced on (B)(6) 2020. Is a replacement linx or fundoplication planned? Replacement planned.

Event description:
It was reported that upon chest x-ray for another medical issue, it was discovered that the implanted linx device was discontinuous. The patient is asymptomatic. The device is scheduled to be removed and replaced (B)(6) 2020.

Manufacturer narrative:
(B)(4). Date sent: 08/28/2020. Additional information received: the device was successfully removed on (B)(6) 2020 and was replaced with a 15bead linx. Lot#: 12928. Did the patient undergo an MRI since device implant? No. Was any additional imaging performed since device implant? ¿informal¿ x-ray done on (B)(6)2018, date and image not saved. The patient underwent a dilation for dysphagia around that time, she is not sure if the dilation was before or after the x-ray. Does the device appear to be in a continuous annular state in these images? Yes, the image showed an intact linx device. We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Not saved. The patient began to experience gerd symptoms over the last year, had symptoms of shortness of breath, unrelated to linx so went in for the x-ray on (B)(6) 2020 which showed the discontinuous device. Per photographic evaluation per ethicon medical safety officer: as per medical safety officer. A review of a supine abdominal / chest x-ray associated with this compliant was done. There was no contrast. There was an obvious discontinuous linx device seen in the epigastric area. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. The anatomical location appears consistent with a device placed in the correct position at the cardia. Cause of defect cannot be determined from the provided image. The DHR for lot: 12928 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 09/25/2020. Additional information: upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3008766073-2020-00101.